Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. Asr/psr date report on 05jan2014 and submitted on 25apr2014.

Event description:
Patient reported having had right side "severe breast pain." No treatment or surgical reoperation has occurred. Healthcare professional later reported exchange of textured device due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ anxiety-product/procedure: unable to observe. ¿ pain: unable to observe. As per the investigation procedure, deformation, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported having had right side "severe breast pain." No treatment or surgical reoperation has occurred. Healthcare professional later reported exchange of textured device due to patient's concern with product. Device has been explanted.